Event description:
(B)(4). It was reported that the horizontal arm of a single flat panel suspension allegedly has a crack in the weld. There was no reported pt involvement and no adverse consequence reported.

Manufacturer narrative:
There was no pt involvement, thus no pt information is available. The catalog number provided is for the horizontal arm which is the component identified as allegedly having a cracked weld. A stryker field service technician initially observed the reported event and is scheduled to replace the flat panel at the user facility once replacement parts are available. The component with the alleged cracked weld is scheduled to be returned to the manufacturer for further evaluation. During an on site service call, a stryker field service technician found that a weld on the horizontal arm of the flat panel was cracked. There was no pt involvement and no reported adverse consequences. The investigation as to the root cause of this reported issue is ongoing.